Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo, eccentric lesion with moderate tortuosity, heavy calcification and 90% stenosis in the proximal circumflex coronary artery. After pre-dilatation, a 3.0 x 28 mm xience alpine stent delivery system (sds) was advanced to the target lesion and crossed; however, when pressure was applied to the sds, pressure could not be increased. Negative pressure was applied and blood was observed entering in the indeflator. The xience alpine was withdrawn from the patient anatomy and not used. A new 3.0 x 28 mm xience alpine sds was used to complete the procedure successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the stent was able to be confirmed. The reported balloon material rupture was unable to be confirmed however there was a tear in the outer member noted during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.